Event description:
The customer reported that she was treated by paramedics for a low blood glucose of 67 mg/dl. The customer stated the perceived cause of low blood glucose was that too much insulin was being dispensed, due to settings on the insulin pump, after she and her healthcare provider were changing her basal rates to adjust to lifestyle changes. The paramedics treated on site and the customer declined to go to the hospital. The customer stated she would speak with her healthcare provider to see if another adjustment would need to be made. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).